Event description:
A pk papyrus covered stent system was selected for treatment. The complaint stent could not seal the perforation completely. An additional pk papyrus was implanted in overlapping manner, but the perforation was still not sealed (reported separately). A third pk papyrus was implanted, and the perforation was then successfully sealed.

Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. It should be noted that the IFU advises the user to hold the inflation pressure for 15-30 seconds and not to exceed the balloon rated burst pressure (rbp). The treating physician rated the occurrence not as a device-related complication and not as a procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.